Event description:
N/a

Manufacturer narrative:
After further review, it was determined that the event was only a routine battery maintenance and no malfunction with the unit. Hence, the complaint is invalid and follow up report is not necessary.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that prior to use cs300 intra-aortic balloon pump, an error message "battery maintenance required" occurred. There was no patient involvement reported.